Manufacturer narrative:
Date of even: (B)(6) 2018. Date of report: (B)(6) 2018. Philip's service engineer (se) inspected the device. The se replaced the blower motor controller and the device successfully passed performance specification testing.

Event description:
It was reported by the international customer that the ventilator generated a air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.